Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that something was stuck in the working channel of the gastrointestinal videoscope. The issue occurred during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported foreign material in the working channel was not confirmed, however, the channel tube was found to be deformed/dented, preventing a cleaning brush from being inserted or removed smoothly; it is likely that this may have led users to mistakenly believe that something was clogging the channel. Olympus will continue to monitor field performance for this device.